Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (bg) reaching over 400 mg/dl. In addition, it was noted that their cgm (continue glucose monitor) alerts did not annunciate as bg levels became elevated. System check with tandem technical support was performed and the pump was functioning as intended. Customer delivered boluses via the pump and syringes, and changed the site to bring bg levels to target range. At the time of the reported customer's bg levels were 183 mg/dl.